Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited low impedance and noise. No medical intervention was performed. The patient was asymptomatic. There were no consequences to the patient. The patient was doing well post event.